Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The issue is bilateral. The reporter indicated they still have night driving issues. The reporter indicated they are being treated for dry eye. They had laser touch up ou without alleviation of symptoms. Reported reading is great. Does not want a lens exchange. Reporter will consider a 2nd opinion and will call back if new information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient stated that at first his vision was clear but progressively worsened. Patient also experienced glare, halos, sees rings mostly at night, seems out of focus and feels like something in periphery of left eye. Patient still had issues with his night driving vision. He rides a motorcycle and drives an rv and was afraid to drive at night. He now has dry eyes and was on eye drops. He was not interested in having a lens exchange. He had a laser touch up in the eye which did not really help. His reading was great and was successfully using propylene glycol drops. There are two medical device reports associated with this patient. This report is associated with the left eye.